Event description:
Per information provided: (B)(6) 2008 ¿ patient was diagnosed with recurrent incarcerated spigelian /abdominal wall hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #1). Per op notes, ¿the hernia sac was identified with incarcerated bowel. All the bowel was reduced. A sepramesh ip (device #1) was placed and tacked.¿ (B)(6) 2014 - patient was diagnosed with recurrent spigelian/lateral abdominal wall hernia thereby underwent laparoscopic repair with implant of perfix plug (device #2 & #3) and sepramesh ip (device #4). Per op notes, ¿a large hernia sac in the right upper quadrant was identified with incarcerated bowel. The bowel was reduced. The sac was excised. Two perfix plugs (device #2 & #3) were placed next to each other and tacked. A sepramesh ip (device #4) was placed as an overlay mesh and tacked.¿ (B)(6) 2019 - patient was diagnosed with recurrent incarcerated right lower quadrant spigelian hernia with abscess thereby underwent repair with drainage of abscess. Per op notes, ¿the hernia sac was identified and not reducible contains bowel. The bowel was reduced hardly. The sac was excised. The prior meshes (device #1, #2, #3 & #4) were identified. Several loops of bowel densely adherent to prior meshes were lysed. A yellowish green fluid oozed out of cavity. The abscess cavity was drained. The hernia defect was repaired with sutures.¿ (B)(6) 2020 - patient was diagnosed with rlq abdominal wall abscess and infected meshes (device #1, #2, #3 & #4) thereby underwent open repair with partial excision of perfix plug (device #2 & #3) and sepramesh ip (device #1 & #4). Per op notes, ¿the sinus tract was found medially towards the abscess. The sinus tract was excised. The scar tissue was excised. The abscess cavity was opened and drained. The wadded prior meshes (device #1, #2, #3 & #4) identified inferior to abscess cavity was partially excised and removed. Wound vac was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. This MDR represents the perfix plug (device #3). An additional MDR was submitted to represent the sepramesh ip (device #1). Additional supplemental emdr's were submitted to represent the perfix plug (device #2), sepramesh ip (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.